Event description:
Tot guard umbilical tag in place with divergent cord clamp. Infant's umbilical cord detached prematurely from umbilicus due to the weight of the divergent cord clamp and tot guard tag. No bleeding noted at cord site.